Manufacturer narrative:
The product was received by the manufacturer on march 28, 2019. The complaint of "the pump is over infusing" was not duplicated. Device event history log was reviewed and found the protocol of 75ml/hr and 285 ml. The pump passed performance verification tests and also passed run-in protocol: the pump infused 290.4ml in 3 hours and 48 minutes. Probable cause is not found, due to the pump passed testing. Contact office first name and last name corrected.

Manufacturer narrative:
The device is expected to return for testing and investigation. It has not yet been received.

Event description:
The event involved a customer report stating that the plum 360 pump was over infusing. The event occurred in the intensive care unit and the medication infusing at the time of the event was insulin. It was further reported that the nurse walked away and returned to the patient who displayed symptoms of hypoglycemia and also noted that the medication bag was empty. IV dextrose was administered as a result of the event.